Event description:
The customer reported being unable to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG. The customer replaced the ECG connector block and the processor pca to resolve the issue. We are considering that this was a malfunction. We cannot determine the cause since multiple parts were replaced.